Event description:
On 06/13/2015 the reporter contacted animas, alleging a power/damage/moisture ingress issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings:. Black box shows power on reset events along with alarms on (B)(6) 2015. Battery compartment crack observed from thread area to case seal. Battery cap is unable to fully tighten. Evidence of moisture contamination inside battery compartment. Due to battery compartment damage and moisture contamination pump intermittently powers with both the returned battery cap or a test battery cap. Unable to complete checklist steps due to intermittent power condition. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump.